Manufacturer narrative:
It is unk if the device failed to meet specs as we have not rec'd the complaint sample for analysis, there is no info to allow identification of the lens case, and the lot number of the disinfecting solution is unk. Root cause has not been established.

Event description:
Our office in (B) (4) rec'd a report from a male pt that his non-vented contact lens case for use with a 3% hydrogen peroxide disinfection system burst when he was carrying it in a bag. It contained only consept quick disinfecting solution. The pt was not injured. No further info is available or expected.